Event description:
A clinical engineering manager at the facility reported an over infusion of fentanyl during pt use. The report stated the pt was to have received 0.37 cc/hr (5mcg/kg/hr) for an unspecified length of time in an unspecified volume of syringe. The infusion began at 2pm, and at 3:45 the device was alarming and the syringe was empty. There was no pt distress or adverse reaction, however, an incident report was filed with the risk management department of the hospital.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.